Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The physician reprogrammed device after seeing atrial pacing and premature ventricular contractions and then spike on the t-wave. The pvc likely fell into blanking period and the ts provided nominal blanking period for ventricle after atrial pacing. The noise was recreated with isometrics but the lead was not revised due to venous occlusion. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On 08/07/18 - received information this lead was explanted on (B)(6) 2018 due to product performance issues. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.